Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided pump reset information and helped the caller reset the pump, which resolved the issue. The customer was instructed to continue using the pump and to call back if the malfunction code recurred, which was acknowledged and understood by the caller.